Event description:
It was reported that this patient had not had a device check-up in approximately two years, and when the device was interrogated the pacemaker was found in premature battery capacity depleted state and had reverted to back-up pacing mode for the past two months. The physician recommended a device replacement, however the patient had severe dementia and a replacement was not in the best interest of the patient. No adverse patient effects were reported.